Manufacturer narrative:
Reported event: an event regarding patient factors (inflammatory disease - lupus, sjogren's and scleroderma) involving an adm liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product remains implanted.  Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: the patient continued to complain of pain and spasm. The patient had a wound problem for at least 2 months with antibiotic treatment. The patient had many comorbid conditions that would contribute to a less than desired outcome. The new immune conditions: lupus, sjogren's and scleroderma were not documented. The patients previous and new complaints (sores and burn and stiffness) may be explained by her new inflammatory disease diagnoses. The patient had significant psychosocial issues. The patient was a high risk for complications and or dissatisfaction due to her preoperative comorbidities. There were no obvious association between the implant and the patient complaints. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: the patient continued to complain of pain and spasm. The patient had a wound problem for at least 2 months with antibiotic treatment. The patient had many comorbid conditions that would contribute to a less than desired outcome. The new immune conditions: lupus, sjogren's and scleroderma were not documented. The patients previous and new complaints (sores and burn and stiffness) may be explained by her new inflammatory disease diagnoses. The patient had significant psychosocial issues. The patient was a high risk for complications and or dissatisfaction due to her preoperative comorbidities. There were no obvious association between the implant and the patient complaints. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.   Product surveillance will continue to monitor for trends.    Catalog numbers and lot codes of other devices listed in this report: 702-04-46c, tridentii tritanium cluster46c, 66819701a; 626-00-36c, modular dual mobility insert, 67499104; 7030-6520, 6.5mm low profile hex screw 20mm, 9vhh; 7030-6525, 6.5mm low profile hex screw 25mm, 6cwa; 6721-0435, size 4 accolade ii 127 deg, 69202803; 6260-9-222, 22.2mm + 3 lfit v40 head, 68338109. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient stated she has been experiencing symptoms. As per patient, she had a right tha done in 2019 and has been experiencing constant muscle spasms, stiffness, sores that burn and unable to walk, patient uses a cane. Patient stated she has had some immune conditions show up about two months ago; lupus, sjogren's and scleroderma.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated she has been experiencing symptoms. As per patient, she had a right tha done in 2019 and has been experiencing constant muscle spasms, stiffness, sores that burn and unable to walk, patient uses a cane. Patient stated she has had some immune conditions show up about two months ago; lupus, sjogren's and scleroderma.